Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail balloon ruptured at 15 - 16 atms on the initial inflation. The right coronary artery was significantly calcified and had a shepherd crook configuration. Right femoral artery access was obtained with 6f standard sheath an angiography was performed. The physician crossed the distal right coronary artery lesion with an atw 0.014"/195 cm guidewire and a 4f guide catheter. Attempts to cross the lesion with a crosssail 2.5/15 mm balloon were unsuccessful. The balloon was removed and the guide catheter was exchanged for a bsc 6f hockey stick, then for a 6f mach1 art4.0 guide catheter before a crosssail 2.5/18mm balloon successfully crossed the proximal right coronary artery lesion. The balloon was inflated to 14 atms for 13 seconds, then to 14 atms for 10 seconds, then to 16 atms for 15 seconds, and was removed. An unsuccessful attempt was made to advance a vision 4.0/18mm stent to this lesion and the stent was removed. The crosssail 2.5/15 mm balloon was successfully placed across the distal right coronary artery lesion and inflated to 12 atms for 16 seconds, then to 11 atms for 9 seconds, then removed. The maverick2 monorail 3.5/15 mm was positioned across the proximal lesion and inflated to 8 atms for 15 seconds, then to 12 atms for 10 seconds, then to 16 atms for 10 seconds, when it ruptured. (Rbp = 12 atms) the distal half of the system (balloon, catheter shaft, tip and marker) separated, and migrated down stream, ending in a very tiny septal coronary artery where it remains. The physician tried to stent the lesion with a vision stent, but it broke upon insertion. All portions of the broken vision stent were successfully removed. A second vision stent froze on the wire. The physician hypothesized that remnants of the maverick2 monorail balloon remained on the wire, so he removed the entire system. A new wire was inserted and a powersail 3.5/15 mm balloon positioned across the lesion and inflated to 14 atms for 5 seconds, then to 16 atms for 10 seconds, then to 16 atms for 90 seconds and the lesion subsequently yielded. A vision 4.0/15mm stent was successfully delivered to the proximal lesion site. The delivery balloon was inflated to 14 atms for 15 seconds, then to 16 atms for 10 seconds with successful deployment of the stent. The patient was asymptomatic and in stable condition following the procedure.